Manufacturer narrative:
Device was not received in manufacture mode. Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, insulin pump was monitored and functioned properly. Device received with corroded battery tube. Device received with cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with corroded battery tube, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a power error detected. The battery runs out every two to three days. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.